Manufacturer narrative:
The manufacturer previously reported received information alleging issue related to a CPAP device's sound abatement foam. Additional information was received and b5 should have been reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a dot in their brain, seizures, headaches and problems with nasal breathing. There was report of the medical intervention and the patient reported to have seen a neurologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b2 was updated to reflect the additional information received section g3 was updated to reflect the new bad. Section h6 "health effect - clinical code" was updated to reflect the additional information section h6 was "type of investigation", "investigational findings" and "investigational conclusion" was corrected to reflect a initial only report.

Manufacturer narrative:
The manufacturer previously reported received information alleging issue related to a CPAP device's sound abatement foam. Section g3 was corrected to reflect the bad per the complaint.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged to experience headache. There was no medical intervention required by the patient. The reported event of headache and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on feb 05, 2025 and section h10 should be reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a dot in their brain, seizures, headaches and problems with nasal breathing. There was report of the medical intervention. Section e1 updated in this report. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a dot in their brain. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.